Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a ureteroscopy with biopsy procedure performed sometime in 2020. During the procedure, the acquisition of the biopsy specimen was adequate. However, 28 days post-procedure, the patient experienced hematuria and clots. The CT scan indicated an "infiltrative mass," but it was likely due to the prior biopsy. The physician assessed the event as not serious, causally related to both the device and the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as the best estimate based on the procedure which happened sometime in 2020 and 28 days post-procedure (pod28) ed presentation for hematuria and clots. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Impact code f12 captures the reportable event of serious injury.